Event description:
The lead was returned to the manufacturer by a competitor, analyzed, and tested out of specification. Review of the manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested but not received.

Manufacturer narrative:
This report is based solely on lead return and analysis. The lead was returned by a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. There is no allegation from a health care professional that the death was lead related. The cause of death has been requested but not received. Evaluation summary: outer insulation breached depression; proximal segment returned and analyzed.